Event description:
Boston scientific received information that the patient stated that they had a hole in the heart which was caused by the device that came loose. Additional information obtained from the field representative indicates that it was this right ventricular (rv) lead that was perforated and dislodged. It also exhibited high pacing threshold. The physician repositioned the lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.